Manufacturer narrative:
The insulin pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, it was unable to prime during the prime test due to force sensor resistor damaged by moisture. The motor was tested outside the device and passed. The excessive no delivery test could not be performed due to the prime anomaly. It was also received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 581 mg/dl; treated with manual injection. The device was not exposed to a magnetic field and the customer was able to rewind. The motor error alarm occurred twice. The device was returned for analysis.